Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The complaint record reasonably suggests that no further information can be obtained to complete a full assessment. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
A customer' parent reported via phone call indicating that the customer's insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The caller stated that the buttons do not respond. The customer was not available at the time of the call because they were on vacation in greece. The customer did not return the product back for analysis.